Event description:
It was reported that four days post port placement via the right internal jugular vein for the total parenteral nutrition administration, leakage allegedly occurred from the site which the port needle was punctured. It was further reported that, x-ray examination was performed and revealed that total parenteral nutrition and blood transfusion were leaked near the port body. The patient experienced pain and the port system was removed to treat pain. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 09/2024. Device pending return.

Event description:
It was reported that four days post port placement via the right internal jugular vein for the total parenteral nutrition administration, leakage allegedly occurred from the site which the port needle was punctured. It was further reported that, x-ray examination was performed and revealed that total parenteral nutrition and blood transfusion were leaked near the port body. The patient experienced pain and the port system was removed to treat pain. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported fluid leak issue as the port body was patent to both infusion and aspiration without issue and no leaks were observed throughout both tests. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.